Manufacturer narrative:
(B)(4). Concomitant medical products - oxf anat brg rt lg size 3 PMA, item 159582, lot 323040, therapy date - remains implanted, oxf twin peg cmntls fmrl lg , item 161475, lot r3050589a, remains implanted. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01193 and 3002806535-2018-01194.

Event description:
It was reported by the clinical study that a patient underwent an initial right knee replacement. Subsequently, it was reported that the patient is suffering intermittent knee pain and swelling. Aspiration procedure and cortisone injection was performed.